Event description:
It was reported that, "the inserter was used to implant a trident psl 54mm cluster cup. As the surgeon tried to reposition the cup with more antiversion the handle broke off the shaft. The cup was then removed and reinserted the standard handle in the trident tray.

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.